Event description:
Customer reported a cartridge alarm on their pump. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support arranged for a replacement pump to be sent to the customer, who was advised to use multiple daily injections as a backup therapy. Customer was provided with instructions for putting the pump into storage mode prior to returning it and understood the procedures for receiving and setting up the replacement pump.